Event description:
It was reported that the patient presented for a follow-up in clinic. A chest x-ray determined the right atrial (ra) lead was dislodged. The patient was asymptomatic. During the procedure the physician had difficulties re-extending the helix of the ra lead. The physician elected to explant and replace the ra lead. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.